Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: results were at 6:15am received a reading of hi and 6:17am received a reading of hi. According to the customer based on the hi readings that she received she took 14 units novolog. Customer also reportedly received the following results on the aviva system within 10 minutes: at 8:38am back to back reading of 46 mg/dl and 97 mg/dl. During the call customer became unresponsive and niece attempted to give customer soda customer took sips then refused to take anymore. Niece then gave customer a glucose tablet which customer did consume. Customer remained unresponsive and paramedics were called; was taken to the hospital where she received 2 ivs of fluids containing glucose and was given lunch and then released after 4 1/2 hours. Unknown if paramedics took blood glucose reading. Customer reported the hospital did not share her blood glucose reading with her. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.